Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (female gender, advanced age, small body weight, severe valvular calcification, porcelain aorta) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, access was obtained via a cutdown on the right groin. A 23mm sapien 3 valve was deployed in a final 70:30 aortic/ventricular (a/v) position as intended. The valve was deployed with nominal plus 1ml additional volume. During the deployment of the valve, there was a finding that calcification on the non-coronary cusp (ncc) ¿migrated¿. Although the patient¿s vital signs were stable, aortography (aog) was performed since the ncc calcification had migrated. Leakage of contrast was confirmed. At that time, pericardial effusion increased and drainage was performed. Follow-up observation was done for ¿a while¿, but hemostasis was not achieved. The decision was made to convert to open heart surgery to stop the bleeding. Bleeding from the ncc was observed. Complete hemostasis was achieved with a hemostatic agent and pressure hemostasis. Following that, the chest was closed and the procedure was completed. The valve remains implanted in the patient. The native annular diameter measured 18.0mm by tee. Severe valvular calcification and no aortic root calcification was reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.